Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. We received the defect and conducted the following investigation and repair. Observations: cmos unit defective. Repair replaced the cmos unit. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. Moisture under the led lens and also in the cmos chip last cmos repair 2021-04-26. No pictures available.